Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a non-tortuous, moderately calcified, iliac artery, unspecified in-stent restenosed interventional procedure, a fox plus balloon delivery catheter (bdc) was advanced, inflated to 6 atmospheres with the first inflation, and the fox plus balloon ruptured. The fox plus bdc was removed without reported difficulty and a new non-abbott bdc and fox plus bdc were used successfully to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.